Event description:
It was reported: reamer and broach introduced to humerus with broach counter-sunk per product instructions. Trial reduction was without incident as was preparationn of prosthesis in jig. Prosthesis was introduced into humerus but would not seat, leaving it approx 1" proud. According to the agent in the surgery, the #7 stem appears to be much longer than the #7 broach. This caused a 1hr delay in surgery. As of december 20, 2001 the company has not received the parts for evaluation, but do expect to receive them in the near future.